Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, material separation, identified deformation and naturally worn as a complete circumferential break due to repeated kinking was noted on the catheter. On further examination, the edges of the complete circumferential break of both the catheter segment were rounded with smooth surface at certain region, whereas granular surface with regular break edge at certain region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Event description:
It was reported that approximately five year post port implantation via the right internal jugular vein, a x-ray examination revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment and port body were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port implantation via the right internal jugular vein, a x-ray examination revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment and port body were removed. There was no reported patient injury.